Event description:
It was reported that the impedance has been steadily climbing in this lead and is now at 1076 ohms. It was later reported, the threshold was high and the lead impedance had steadily risen to greater than 3000 ohms. It was also reported that the physician decided to abandon and cap the pace/sense portion of the patient's right ventricular lead. A new right ventricular pace/sense lead was implanted. The high voltage portion of the original lead is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.